Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2013-06872, 2134265-2013-06874. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2013, the patient presented due to myocardial infarction and was referred for cardiac catheterization. The de novo target lesion was located in the mid left anterior descending artery (mid lad) with 99% stenosis and was 10mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of three promus element plus stents of size 3.00x12mm, 3.50x12mm and 3.50x20mm in non-overlapping manner. Residual stenosis was 0% following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient expired. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).